Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca). A hi-torque (ht) balance middleweight (bmw) guide wire was advanced and crossed the distal rca. An intravascular ultrasound (ivus) was then advanced to the vessel and the filling defect in the distal rca was noted to be ulcerated plaque with dissection. The 3.5x18mm xience skypoint stent was deployed, however, the balloon dragged the stent back to the proximal rca. A 5.5x15mm compliant balloon was advanced through the stent to deploy it against the wall of the proximal rca. However, the compliant balloon pushed the stent down to the distal rca. The stent was post-dilated; however, upon pulling the balloon back again, the stent went back to the proximal rca. Post dilatation was performed again and deployed the stent in the proximal rca. A 3.5 mm x 23 mm xience skypoint stent was then deployed in the distal rca and was post dilated with a 4.0mm non-compliant balloon. Ivus confirmed excellent expansion and wall apposition of both stents. Post-intervention timi flow was 3. There was a 0% residual stenosis post intervention. There was no adverse patient sequalae and there was no clinically significant delay in the procedure. No additional information was provided.